Event description:
It was reported to boston scientific corporation in 2006, that a wallflex enteral duodenal stent was used during a procedure performed in 2006, (patient gender, age, and weight are unknown). According to the complainant, "the prosthesis did not release at the time of its placing." There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual inspection of the returned device revealed that there was a break in the inner lumen that occurred at 250mm proximal to its distal end. The distal end of the catheter shaft was curved and that the inner lumen was exiting out through the guidewire access port. A functional analysis revealed that when the distal handle was retracted in order to deploy the stent, the inner lumen exited further out through the guidewire access port and the outer sheath did not retract. The cause of the damage is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.